Event description:
The patient noted that after their pump was implanted, their doctor had to go back in and do a revision. They ¿went back in and put in a pouch.¿ the medication used within the system was unknown.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2002, product type catheter. (B)(4).